Manufacturer narrative:
H.6. Investigation summary: the complaint is unconfirmed as no photo / samples received. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. As no sample was returned for investigation, a review of the past 12 months qn was performed. No qn related to reported defect was raised. Therefore the root cause cannot be determined.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter had an issue with leakage. About ten percent of the cannulas leak out after the puncture before the occlusion blood. Moreover, it sometimes happens that the injection valve is leaking, thereby leaking infusion solution.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter had an issue with leakage. About ten percent of the cannulas leak out after the puncture before the occlusion blood. Moreover, it sometimes happens that the injection valve is leaking, thereby leaking infusion solution.